Event description:
It was reported that the patient's blood glucose (bg) level reached 30.3 mmol/l (545.4 mg/dl) while wearing the pod between 37 and 48 hours. Investigation of the pod found a torn cannula. The pod was originally reported high bgs and ketones.

Manufacturer narrative:
The soft cannula was found to be damaged and stretched. The fluid path was tested and no leaks were found along the fluid path. It could not be determined when the damage occurred or if it contributed to the reported event. No other damages or defects were found with the device and the cause of the event could not be conclusively determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.